Event description:
In 2013 (I am not sure of the exact date), I had hernia surgery. A mesh was used. I did not realize the mesh was defective. I experienced severe cramping, anal bleeding, nausea, weight gain, and other symptoms for years after that. In 2014, thinking I needed another hernia surgery, I went to a doctor who told me that the mesh was recalled in 2012. He also told me that the lump sticking out from my stomach was the mesh. I had the mesh removed.